Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 72-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed or verified. The device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. The multifunction cable and defib pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.